Event description:
It was reported that there was an issue with the left ventricular (lv) lead ring. There were no additional adverse patient effects reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).